Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
It was reported that smiths medical deltec infuser pump was installed with 5-fu chemotherapy programmed for infusion of 2.0 ml / h in 46 hours with completion scheduled for 15.01 at 16h20. On 15.01 at 11:20 am, the patient comes in contact informing that the infuser is alarming with an incoming occlusion message, the nurse performs home care guidelines according to the institutional protocol, as well as for the alarm, asks the patient to come to the oncology center for evaluation of the infuser. At 3:00 pm, the patient was accommodated in the box in the company of his wife, an infuser was turned off without batteries, connected to the porth-a-cath located in htd, with a clean and dry dressing externally and without signs of local leakage, I evaluate the infuser together with the nurse. The batteries and turning it on, the display shows the operating information with residual volume to infuse 9.6 ml, however, when checking the cassette bag, we realize that it is very close. Infuser was removed and sent to the oncology center pharmacy for analysis. The contacted medical team explained the situation because the patient did not wish to maintain an infusion for another 4 hours, which would be the expected schedule. After analysis by the pharmacy there was only the priming of the medication in the extension of the infuser with 3 ml.